Manufacturer narrative:
Due to character limitation event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm cardiosave intra-aortic balloon pump (iabp) had drive manifold test failed. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated field- b4 g3, g6, h2, h11 corrected field- e2, e3, h6- medical device ¿ problem code, investigation findings.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A getinge field service engineer (fse) found that the drive manifold leak tests failed. Replaced drive manifold which resolved the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.